Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited emergency room for high blood glucose. Her blood glucose was not known at the time of reporting, nor did she recall what it was at the time of the visit. She reported feeling dizzy, which is why she sought treatment. No equipment was returned. No additional information was reported.